Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited right ventricular (rv) noise, oversensing, and rv impedance measurements of less than 200 ohms. Patient isometrics were performed which did not reproduce the noise. It was noted that the patient was not dependent on pacing. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the device was reprogrammed. The device longevity previously showed less than 0.5 years remaining. Then after performing device testing, the device showed 4 years remaining. The differences in longevity were discussed. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
It was noted that the device would not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported.